Event description:
The customer reported to customer service that the power supply for her breast pump sparked while she was using it. An injury was not reported.

Manufacturer narrative:
Attempts to follow up with the customer to get add'l complaint info and to get the product back, including final attempt by letter on (B)(6) 2012, were unsuccessful. As of the date of this report, neither the add'l complaint info, nor the product has been received. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, for which a field action safety notification was initiated on (B)(4) 2011.